Event description:
It was reported that allegedly a siderail did not stay locked in place and a pt allegedly fell out of bed. The pt reportedly had to be intubated to complete tests, to ensure no injury was caused by the fall. The customer stated that no injury was found to have occurred as a result of the tests.